Event description:
Rptr had implants, intacs, placed in eyes for myopia. It was known 2 days later the intacs had failed causing severe astigmatism. Pt notified keravision, by e-mail, of the device failure. Keravision would not respond. Two months later dr tried adjusting the intacs. Sight improved in left eye for about 12 hrs, then slipped down again. Finally removed the intacs because pt's vision kept worsening. Pt reported that during air travel the intacs bulged and caused severe pain with increased eye sight loss. Keravision has no surveillance for safety and will not take a failure report. Pt has contacted keravision several times to report the failure of their intacs. They refuse to take a safety surveillance report. According to pt, keravision is not tracking failures of their intac product because they have no safety surveillance of their marketed product. Keravision has been blaming the failure of intacs, first, on eyes, then on dr's suture technique. According to pt, the risk of intacs for failure is much greater than the co indicates in their brochure. Since approval of this product failure rates are high and the cost of their product is extremely high. Rptr feels somebody at the FDA needs to find out how many intacs have been removed in paying pts. Also the number of people who have received less than desired results with this product needs to be tracked. The risk for consumers is too high compared to the costs. Pt cannot afford to buy a new pair of eyeglasses that they badly need because of the money spent on the intacs. Pt's surgeon is also very disappointed in the product and the co. Pt was his first failure but several more followed after pt. Pt was the first person dr removed them from but others followed. Dr was willing to do lasik for compensation of the failed procedure if keravision would pick up the surgery room and equipment time. Keravision has refused, saying that pt accepted the risk. Pt did not, because the risks that keravision presented in their brochure and clinical research trials is much lower than actual risks. Pt's vision was worse after they had those rings implanted which reduced quality of life. It seems that pts should not have to pay the price of keravision's bad product. Dr had indicated that he will no longer implant these devices because of the risk that is much higher than proven in the clinical trials. There needs to be some compensation for pt instead of the co getting away with saying "too bad". Keravision needs to be held accountable and other surgeons need to be told not to use this product. It has a very limited use and extremely high risk for failure. Keravision is very unresponsive. Pt sent an e-mail to the co just several days after they had the rings implanted saying that the rings had failed. They completely ignored pt's initial pleas for help in determining what was wrong with intacs. They would only let pt talk with marketing people who said that keravision was not accountable for the failure of their devices. Pt feels these things are dangerous because vision would fluctuate. After air travel pt experienced severe eye pain and headaches. Vision for several days after the flights, (round trip), was so bad pt could not see to drive. However, on return flight pt had to drive home because car was parked in the long-term lot. This was dangerous due to the severe eye pain and horrible vision and for others if pt had caused an accident.

Event description:
Add'l info rec'd from rptr 9/21/00: per co there have been approx 400 complaints on this product since it was approved for distribution in the united states in 4/99. Co reported that 70% of these complaints fall into the following four categories: 1) dissatisfaction with results, 2) oven or under correction, 3) induced astigmatism and 4) no response, vision did not respond.